Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The hub was missing from the device. There were numerous kinks. There was a complete separation at 138.3cm proximal of the tip. The balloon was tightly folded. Product mandrel was still inserted. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019 it was reported that shaft kinked occurred. A 3.50mm x 12mm nc emerge balloon catheter was selected for treatment. However, the delivery sheath of the device was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a separation at 138.3cm proximal of the tip.